Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 431 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that this last infusion set she inserted hurt upon insertion and then today she saw insulin leaking from quick release and kink and high blood glucose so she changed infusion set at school today. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. It was stated that customer was not used auto mode feature at the time of event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer stated insulin exited at the quick release. Customer stated that they saw insulin come out during load check mark as well. The insulin pump will not be returned for analysis.